Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(4). Batch: 7079328.

Event description:
It was reported that the patient had an infection at the paddle lead site. Symptoms of burning sensation and pain were noted. The physician believed that the infection was not procedure nor device related however mentioned that the patient was extremely thin and did not have enough tissue to fight off any sort of infection. The patient was placed on two antibiotics. The patient underwent a full system explant procedure. All device components will not be returned as they were discarded by the medical facility.